Event description:
The consumer, via the manufacturer representative, reported they had a return of their pre-implant urinary problems on (B)(6) 2016. Despite increasing stimulation, the problems were worsening. The patient noted they had walked a lot on (B)(6) 2016 and felt a modification of the implantable neurostimulator (ins) location. They now felt a bump at the ins location when there was none before the long walk. It was stated the patient went to the emergency department and they reportedly said there was "nothing." The patient also fell on the bus on (B)(6) 2016 on the opposite side. Stimulation was confirmed to be on at 3.5v and the patient was redirected to the hospital to verify system integrity. No harm or injury was noted, but it was indicated that the product was replaced.